Event description:
It was reported that during a ptca procedure, resistance was encountered while attempting to remove the balloon. The tip of the wire broke. The pt went to surgery for removal. Pt status is listed as "okay".